Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had cerebrospinal fluid leak during the trial lead procedure. The pt was experiencing pain int he left foot, follow-up information suggested that the pt's pain resolved by itself and he was planned for a permanent device implant.